Event description:
Pt revised due to fracture of the femoral component.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related mfg deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of error regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.